Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stent placement procedure in the right sfa via right popliteal artery access, the trigger mechanism became blocked after a few trigger clicks and the vascular stent could not be deployed any further. The device was removed without issue and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. On the basis of the evaluation of the returned sample it is confirmed that the deployment mechanism had been actively used and that the stent could not be deployed because a force transmitting component broke. No indication was found for a manufacturing related cause. As a necking pattern was found in the distal section indicating high release force may be related to a difficult anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. Potential factors that could have led or contributed to increased release force and subsequent deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may also be use related as rough handling may lead to deformation and subsequent friction increase. Based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit".

Event description:
It was reported that during a stent placement procedure in the right sfa via right popliteal artery access, the trigger mechanism became blocked after a few trigger clicks and the vascular stent could not be deployed any further. The device was removed without issue and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.